Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. No event date was reported. Log review identified a shutdown warning on (B)(6) 2025 with a last power off event payload of 4000, indicating the device powered off due to low battery. No additional power off issues or resets were identified in the logs. The reported issue could not be duplicated during stress testing. Internal inspection revealed no faults related to the customers report and battery pins were found to be in good condition. The battery used during the event was not returned for evaluation. No fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shutdown. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.